Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a broken battery cap, cracked reservoir tube lip and a cracked case at the display window corner.

Event description:
The customer reported via telephone call that a third of the plastic where the battery cap screws in was broken off. The customer was unsure of the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.